Event description:
An alarm heard and confirmed by telemetry as critical due to safe state was reported. It was stated that during a pump replacement due to eri (elective replacement indicator), on interrogation in the pre-operative area, pump showed that it was in "safe state" and set to minimum rate. The pump logs showed events back to (B)(6) 2012: reset and low battery. It was added that the pump showed reservoir volume of approx. 24 ml which helped determine that pump had been in safe state for several weeks. The patient reported that the pump had been alarming like crazy for about the last month, but reported no signs or symptoms of withdrawal or underdose/overdose. The last pump refill was on (B)(6) 2012 with lioresal 2000mcg/ml, 739.8 mcg/day. Intra-operatively when the pump was aspirated they expected reservoir volume to be 15 ml; however about 25ml was aspirated. During surgery the catheter was aspirated easily, 7.6 cm was removed from the catheter length; a new one was added on and connected to the new 40ml pump. The pump and catheter were primed with baclofen 2000 mcg/ml and a daily dose of 500 mcg was set. An hour post operatively, patient was noted to be sitting up alert and on her computer. Patient was without injury; recovered without sequel.

Manufacturer narrative:
Analysis of the implantable pump model 8637-40, serial (B)(4), found the battery to have a high resistance. The battery did have a resistance less than 317 ohms. However the open circuit voltage started low (-1.783 volts) and the drop was so sever under 30ua load (0.73 volts) because of internal resistance that the end calculation was affected. Analysis of the catheter model 8709, serial (B)(4), found no significant anomaly. Two holes were detected near the distal end of the catheter. These holes did not leak until the pressure got to 36 psi of air pressure. These holes were believed to be explant damage.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).